Event description:
It was reported that an lite decompression tube snake arm securing mechanism jammed intra-operatively. The locking knob seized up and would barely rotate. The device will not fully release pressure on the snake arm. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that an lite decompression tube snake arm knob jammed intra-operatively. The locking knob seized up and would barely rotate. The device will not fully release pressure on the snake arm. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
B.5 was updated from 'securing mechanism jammed' to 'knob jammed'. Functional inspection: it was observed that the knob which secures device onto the arm post was jammed. The knob was able to rotate as intended after the knob was lubricated and additional rotational force was applied. No visual abnormalities were found upon visual inspection. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From lite decompression surgical technique: mount the arm post to the bed rail on the opposite side of surgeon near the patient¿s hip .turn the arm post locking mechanism clockwise to secure it to the bed . Once secure, attach the snake arm to the arm post and lock into place. The snake arm should be positioned across the patient and wrapped in front of the surgeon. Note: the snake arm should be properly reset and lubricated between uses. Insert the handle of the tube into the clamp of the snake arm, and flip the clamp to secure. It is possible that the device was rotated prior to lubrication, which may have caused the device to jam.